Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery wouldn¿t seal. No added incisions or time. Used new kit to finish case. No patient harm.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000248561 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 08/23/2022. An investigation was conducted on 08/30/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed on the jaws and heater wire. The heater wire was observed to be flexed away from the base of the hot jaw and completely detached from the tip of the hot jaw. The clear silicone insulation of both the hot and cold jaws was observed to be intact. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. Due to the bent and detached state of the heater wire, an activation and transection capability test was not performed. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was not confirmed, however the analyzed failure "material twisted/bent wire" was confirmed.

Event description:
N/a